Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called stating she experienced skin irritation at the sensor site on day 10 of wear of the adc freestyle libre sensor. She reported that on (B)(6) 2018 at 11:00am, she felt itching and a burning sensation at the sensor site so she removed sensor and noticed that she had gotten an allergic reaction from the sensor. She made an appointment with her hcp on (B)(6) 2018 at 08:00am for evaluation of the sensor site. The hcp diagnosed her with an allergic reaction to sensor adhesive and currently is awaiting the return of sensor site cultures to rule out site infection. She was prescribed amoxicillin 500mg, for treatment. No additional medical treatment provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor was found to be in state 5 (normal termination). The sensor plug was fully seated. Removed sensor plug assembly and inspected the sensor plug assembly, no failure mode was observed. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
A customer called stating she experienced skin irritation at the sensor site on day 10 of wear of the adc freestyle libre sensor. She reported that on (B)(6) 2018 at 11:00am, she felt itching and a burning sensation at the sensor site so she removed sensor and noticed that she had gotten an allergic reaction from the sensor. She made an appointment with her hcp on (B)(6) 2018 at 08:00am for evaluation of the sensor site. The hcp diagnosed her with an allergic reaction to sensor adhesive and currently is awaiting the return of sensor site cultures to rule out site infection. She was prescribed amoxicillin 500mg, for treatment. No additional medical treatment provided. There was no report of death or permanent injury associated with this event.